Manufacturer narrative:
Remove MDR code (B)(4), remove MDR code (B)(4), remove previous statement.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Additionally, the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.